Event description:
Anterior lumbar interbody fusion with allograft l3-4, l4-5, posterior spinal instrumented fusion l3-4, l4-5, using nuvasive retractor, one of the ratchets broke off. All the pieces retrieved off field. No injury to patient. FDA safety report ID # (B)(4).